Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturingdocumentation associated with lot 17709585 presented no issues during the manufacturing process that can be related to the reported event.additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, the palmaz genesis stent was displaced before release. There were no reported patient injuries. The device was replaced with a new stent to complete the operation. The device was stored for approximately three months. The device was stored, handled and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. The stent was manipulated during prep. The device did not kink or bend at any time prior to inserting the product into the patient. There was no difficulty removing the device from the sterile packaging. There was no damage noted to the product packaging upon inspection prior to use. There were no anomalies noted during or after the device was prepped. There was no difficulty tracking through the vasculature. A contralateral approach was used for the procedure. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter the balloon was not inflated or partially inflated. The stent was visible under fluoro. There was no difficulties getting to the target lesion. The stent was deployed in the subclavian artery. The target lesion is the subclavian artery. The lesion was not calcified. There was no vessel tortuosity/angulation. The percentage of stenosis was seventy to eighty percent stenosed. The device was not used for a chronic total occlusion. Pre-dilation was performed at ten atmospheres. There are no films available.

Manufacturer narrative:
The palmaz genesis stent was displaced before release. There were no reported patient injuries. The device was replaced with a new stent to complete the operation. The device was stored for approximately three months. The device was stored, handled and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. The stent was manipulated during prep. The device did not kink or bend at any time prior to inserting the product into the patient. There was no difficulty removing the device from the sterile packaging. There was no damage noted to the product packaging upon inspection prior to use. There were no anomalies noted during or after the device was prepped. There was no difficulty tracking through the vasculature. A contralateral approach was used for the procedure. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds (stent delivery system) in the catheter the balloon was not inflated or partially inflated. The stent was visible under fluoro. There was no difficulties getting to the target lesion. The stent was deployed in the subclavian artery. The target lesion is the subclavian artery. The lesion was not calcified. There was no vessel tortuosity/angulation. The percentage of stenosis was 70-80%. The device was not used for a chronic total occlusion. Pre-dilation was performed at ten atmospheres. There are no films available. The product was returned for analysis. One non-sterile sds genesis .035 9.0x25 135cm was returned for analysis coiled inside a plastic bag. Per visual analysis, the stent was observed correctly aligned/ mounted between both (proximal and distal) marker bands on the balloon. Per microscopic analysis neither evidence of stent marks on the balloon nor evidence of balloon inflation could be observed. Besides dried blood residues observed in the sds, no damages, neither on the balloon nor on the stent were noted. Per functional analysis, the stent was attempted to be moved over the sds balloon to determine if the stent was loose. However, the stent was found properly fitted / mounted over the sds balloon. No anomalies were noted. A product history record (phr) review of lot 17709585 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-offset/out of position - in patient¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. According to the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ the device performed as intended and therefore could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.